Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended following a medical procedure. The patient's ipg was replaced and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The returned ipg was analyzed. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the allegation of ipg not working as intended following a medical procedure was confirmed. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. Therefore, this investigation will be assigned a probable cause of unintended ese error caused or contributed to event. The ipg was likely damaged during the medical procedure.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended following a medical procedure. The patient's ipg was replaced, and the patient was doing well postoperatively.